Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row d and e cubies of drawer 7 were not detected on bus and also one of the pieces of a cubie tray had fallen out of place. A field service engineer shut down the system, repositioned the displaced piece, and reseated the row board cable. All pockets were successfully recovered. The customer then performed an inventory and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had sticky rails. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.